Manufacturer narrative:
Evaluation method: electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under her breast. The patient's physician prescribed a powder for use on the rash. Follow-up indicated that the patient used the powder and that her rash had healed.